Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in a peritoneal infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient accidently touched the end of the minicap transfer set after the power in the patient¿s home went out. The event occurred after final drain. The same day the patient presented to the pd clinic. The transfer set was changed, and the patient was placed on unspecified antibiotics for the event. The patient was not hospitalized for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.